Event description:
It was reported that residue from the monopolar curved scissors instrument fell inside of the pt. The pt wound was irrigated and the residue was suctioned out. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the monopolar curved scissors instrument and additional cannula accessory used during the surgical procedure. MFR report #2955842-2006-00165. MFR report #2955842-2006-00166.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering found the inner surface of the cannula to be out of alignment, thus creating a raised ledge, which may remove material from the instrument during use.